Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient was hospitalized on (B)(6) 2025 due to hyperglycaemia. The blood glucose when admitted to hospital was 40.8mmols/l. The patient was treated with intravenous drip from the hospital. The length of hospitalization was less than 24 hours. The patient experienced symptoms such as nausea, vomiting and passing out. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.